Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 15-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system exhibited a data error and failed to open the database. A field service engineer (fse) installed es 1.6.1 on the medstation solid state drive and performed multiple synchronization. The system was synchronized. The network failed repeatedly, so the fse disabled auto-negotiation and firewall settings in windows to allow rss and picks applications to run. The fse rebooted the station multiple times to ensure rss connectivity remained functional. The fse noted ongoing site-specific network issues causing fingerprint login and thermal printing delays and a persistent critical override. The customer confirmed that the issue was resolved. The system functioned as intended after the field service engineer had investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user unable to login to station. Error message as unexpected data error occurred cannot open database. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.